Event description:
The circulating nurse attached the suction irrigation up to the machine. The pressure of the fluid coming out was low even though the pump pressure on the machine was high. She tried a second irrigating pump machine and the pressure of the fluid coming out was low even when the machine was on high. The circulating nurse switched to a new tubing and attached it to the machine. The flow of the fluid coming out of the new tubing was high. The second tubing worked appropriately.======================manufacturer response for suction / irrigation, ahto tube set (per site reporter)======================will pickup.